Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device lot history record did not produce any findings relevant to this report. Although, a definitive root cause could not be determined for the reported material rupture, no product malfunction, failure, or deterioration of characteristic or performance of the device or inadequacy in the labeling and/or instructions for use was identified.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during dilatation in the moderately calcified brachial artery, the fox plus balloon ruptured during the first inflation at 10-12 atmosphere. A non-abbott balloon was used to complete dilatation. There was no adverse effect to the patient. Though requested, no additional information was provided.